Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. Additional info has been requested.

Manufacturer narrative:
The lens was returned in two pieces for eval. Solution and blood are dried on the lens. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Lens bench testing could not be conducted because of the optic damage. Due to the presence of surgical solution and blood, the observed damage is most likely related to customer handling. Multiple attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).